Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for date received by manufacturer as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An initial complaint was received via webform regarding a sensor error message while wearing the adc device. The customer contact was made and they experienced shaking, sweating, feeling lightheaded, and a loss of consciousness and were provided carbohydrates by a non-hcp for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Extended investigation has been conducted for the reported complaint. Performed visual inspection on the returned sensor and no abnormalities were observed. The sensor data was reviewed and a signal low error message along with a drop in glucose and temp values were observed, indicating that the sensor had terminated on the body due to improper insertion. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An initial complaint was received via webform regarding a sensor error message while wearing the adc device. The customer contact was made and they experienced shaking, sweating, feeling lightheaded, and a loss of consciousness and were provided carbohydrates by a non-hcp for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.